Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, february 6, 2023. UDI: (B)(4).

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, there was a gap on the anterior chamfer area. It was reported that the pointer indicated zero when verified but there was a gap when trialing. It was reported that the robot was mounted to the bed rail and the procedure was a planned press-fit but switched to cemented due to the gap. It was reported that the device was being used with a robotic assisted base station. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and the evaluation determined that there were no defects found with the system or software and the system was operating properly and accurately . A photo was provided and photo analysis confirms the described issue of gap on the anterior chamfer. The device log files were reviewed for this event. A review of the service history record indicated that the device has not been serviced for a service condition that is relevant to the current reported condition. The assignable root cause could not be determined since there were no failures or defects observed with the device.